Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the thrombus situated above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one-year post filter deployment, computed tomography revealed the filter was tilted and thrombus above the filter. Approximately seven years later, computed tomography revealed two filters with one was superiorly and another one was inferiorly placed in the inferior vena cava. The superior medial spindle was displaced somewhat superiorly, this could suggest breakage. The more inferior filter medial spindle appeared to extend outside the confines of the inferior vena cava and to the aorta. Multiple spindles of both filters were laid slightly outside the confines of the inferior vena cava vessel into the surrounding tissue. Therefore, the investigation is confirmed for the filter tilt and perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post-deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2013). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after eleven months, the patient experienced back pain where cat scan demonstrated displaced ivc filter with a small thrombus situated above the apex of the filter. Doppler observation demonstrated extensive dvt extending from the popliteal veins up to the common iliac veins bilaterally. There was flow through the upper ivc at the level of the liver. Subsequently, the second filter g2 recovery filter was deployed above the existing filter due to extensive dvt. During filter deployment, ivc cavogram demonstrated old filter tilted at the level of l3-l4 level. Therefore, the investigation is confirmed for filter tilt for the eclipse filter. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and the thrombus situated above the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and caused thrombosis. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain; however, the current status of the patient is unknown.